Manufacturer narrative:
H3 other text : device serviced by third party center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Device was evaluated by third-party center, upon evaluation, there is visualization of foam particles. No patient harm or injury. No medical intervention required. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.